Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a battery indicator issue with a one touch verio meter that started on (B)(6), 2011. The patient claimed that he developed symptoms of feeling dizzy and sick because of the alleged issue and since he thought a replacement meter was being sent him. The symptoms reportedly developed on (B)(6), 2011, at an unspecified time. Due to not feeling well, the patient administered self-care by eating more food/drink(s). On (B)(6) 2011, the patient visited his doctor due to feeling sick. The patient's doctor reportedly advised him to go home and call lifescan to request for a replacement meter. No medical treatment was reportedly provided by the doctor. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.